Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development investigation was performed - the flexible screwdriver returned had a fracture that extends out from the proximal drill point. It extends into the laser cut slightly distal. A tfna flexible drill bit (03.037.028) was received back with a fracture at the proximal end of the shaft. It begins at the starting drill point of the laser cut, and extends distally to the second layer of the laser cut. The complaint event cannot be replicated, because with the fracture, the instrument no longer can function properly. However the condition of the instrument is sufficient to determine that the complaint even did occur, therefore the complaint can be confirmed. DHR review - manufacturing location: (B)(4). Manufacturing date: 16.jan.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that a 5mm hex flexible screwdriver bent during a trochanteric fixation nail advanced (tfna) surgery for hip fracture. Upon receipt and investigation of the device, it was found that the device actually broke. There were reportedly no fragments generated and there was a 1-2 minute surgical delay. A spare device was available to complete the procedure. The procedure was completed successfully without any other medical intervention required. Patient status/outcome reported as stable. This is report 1 of 1 for com-(B)(4).